Event description:
It was reported that approximately 60 months after a right total knee replacement procedure, the patient has experienced loosening. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6). 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. (B)(6). 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t. (B)(6). 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. (B)(6). 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6). 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm.